Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date during an unknown procedure, a screwdriver tip broke. The distal part of the screwdriver was removed from patient. No further detail is available at this time. This complaint involves one (1) device. This report is for (1) depth gauge for locking screws to 100mm for im nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part: 03.010.072 lot: 9253382 manufacturing site: hägendorf release to warehouse date: november 20, 2014 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the depth gauge f/lock-scr meas-range-110 f/ was returned and received at us customer quality (cq). Upon visual inspection, the needle component was observed to be bent. No other issues were identified with the returned device. Dimensional inspection: a dimensional inspection was performed on the returned device. - the outer diameter of the needle was measured to be within the specification. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed - locking screw measuring device - slider assembly - hook slider assembly investigation conclusion the complaint condition was not confirmed for the depth gauge f/lock-scr meas-range-110 f/. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause for bent could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H11 corrected data: d10 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch,a follow-up medwatch will be filed as appropriate.